Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and insulin pump had insulin flow blocked alarm. The customer blood glucose level was 20 mmol/l, 23 mmol/l, 22 mmol/l at time of incident and current blood glucose level was 19.9 mmol/l. The customer assisted with troubleshooting. The customer was treated with syringe. The insulin pump will not be returned for analysis.